Event description:
Caller states the inform meter appears melted and blackened. Caller also states 6 pins on the inform meter are blackened. No adverse event reported. Requested return of suspect device and replacement was sent.